Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, loss of capture (loc) and low amplitude. (B)(6) technical services (ts) also noted the right ventricular automatic threshold (rvat) test was in suspended mode. Boston scientific technical services (ts) was consulted and reprogramming options as well as further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).